Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the paint on the pump was chipping and made it difficult for the customer to load a cartridge intermittently. There was no known impact to the customer's blood glucose level. The customer would continue to use the pump for insulin therapy.